Event description:
It was reported that the anesthesia workstation generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The distributor investigated the anesthesia system on-site. The pressure transducer pcb was replaced. The part was unavailable for technical investigation. A complete set of device logs was received, and evaluation of the logs confirm the technical error code indicating open safety valve. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Based on that no part was returned for investigation the true cause of the reported failure has not been determined. The UDI information is not available since the device was manufactured before 10/18/2015, before implementation of UDI in manufacturing.

Event description:
Manufacturer's ref. #: (B)(4).